Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on the display. The customer reported that the insulin pump was not working after the battery change and the display was blank then the insulin pump received an open book image. The contacts on the battery cap were not missing or damaged. The display returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=(black). On (B)(6) 2021 patient called to report that his insulin pump is not working after changing the battery then open book image after blank display. No further concerns were recorded. After battery installation device gave an unexpected critical open book. No blank display. P-cap locked in place properly during testing. Device was download properly using (thump software). During download review, pump diagnostic trace, pump history and adapt tool show no evidence found on event date to confirm customer concerns. Download history report was send to r&d for further investigation. Per r&d report "at post pump registered internal_flash_crc error. Restart cause or its inverse copy (both stored in internal flash) is corrupted. Internal flash crc failure alarms generates 3 errors per fist occurrence (3x 0xdead0034 in error log) esf#(B)(4). After restart pump went to "open book". Proceed it by cutting device open and perform a visual inspection. Electronic stack, motor assembly, battery connector and keypad assembly were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. Force sensor zero offset within specification. Scratched case noted during visual inspection. In conclusion, customer concerns are confirm after battery installation unit gave an unexpected critical pump error alarm. Problem isolated to electronic assembly per r&d findings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.